Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8782, serial/lot #: (B)(4), ubd: 26-jun-2022, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt at 2.8 mcg/day via an implanted pump. It was reported that the patient had just had a revision done in (B)(6) 2020 (see manufacturer¿s report number 3004209178-2020-22796) due to his catheter moving. Per the patient, shortly after the revision, he felt his catheter moved again. When asked for clarification, the patient stated that his pump and therapy were working good and he was getting relief; however, the location of the pump and catheter were causing him discomfort. His pump was in his mid-back and he could feel it at his waist area pushing up against the bone and sometimes the catheter would get stuck on his bone which bothered him. He had requested another revision due to this discomfort but his hcp (healthcare provider) was refusing to do another revision. He stated that the other hcp in the area wanted to change his indication from crps (chronic regional pain syndrome) to central pain syndrome. The patient didn't understand why, and that hcp was not willing to revise it either. The patient was calling because he was wondering how he could get around this and have his pump and catheter moved so it was not uncomfortable.